Event description:
On (B)(6) 2026 we received the following information from our distributor imedex s.r.o.: "after the catheter was implanted, it worked for about 16 hours, and then it showed high values around 30 to 40 torr. During explantation, the catheter was difficult to remove. Then a new catheter was inserted through a different site. It showed values of 5-7 torr."

Manufacturer narrative:
Manufacturer statement: after arrival of the catheter at the plant, it was checked if the serial number of the received catheter and the catheter described in the complaint form sent by the customer do match. The reported serial number and the serial number of the received catheter matched (product 092946- 001, sn: (B)(6). It was further investigated if the microchip and the titanium housing shows any signs of mechanical damage. No damage on the silicone or the chip was found. The connector was opened and visually inspected to check if the pcb was exposed to moisture or a high pulling force. All four wires were still connected to their respective soldering pads and no signs of moisture could be found. Additionally, the pins on the plug were checked and no abnormalities were found. An initial checkup in air at room temperature was performed. The catheter has shown an icp value of 0.8 mmhg in air and a value of 0.2 mmhg in 37 °c water bath, which is within specification. Additionally, the pressure sensitivity was checked. With a pressure difference of 10 mmhg, a change of 10.1 mmhg could be detected, which is within specification. Because the failure of icp display, a tightness test was carried out to check whether the measuring window is sealed against air und liquids. Therefore, the catheter tip was immerged in water and a pressure of (310 +/-5 kpa) was applied from the side of the connector. If air bubbles are visible, the measuring window is leaking. In this investigation no air bubbles were found. A leakage can be excluded. To check the icp function, a drift test over 60h was performed. A pressure deviation of 0.8 mmhg could be detected, which is within specification. Conclusion: the described error (implausible high icp value display) could not be reconstructed under laboratory conditions. No malfunction of the catheter could be detected - the catheter works within specifications. The cause of the described error must have been caused outside the control of raumedic.